Manufacturer narrative:
The reported event for high impedance was confirmed. As returned, microscopic inspection of the return extensions revealed multiple broken wires inside the header. The cause is consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.

Event description:
Related manufacturer reference number: 1627487-2021-19256. Additional information received stated that the patient had both of their extensions explanted and replaced during the procedure on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs extension was explanted and replaced due to high impedances, resolving the issue.